Event description:
In early 2009 patient had a suspension vaginal tvt (tension-free vaginal tape). Post-surgery the patient had recurrent uti's (urinary tract infections) and pelvic pain. In late fall 2009, a cystourethroscopy was performed. Results showed a tvt foreign body. Patient was recommended to follow up with a urologist to have foreign body removed. In early 2010, the patient had tvt takedown with post-op diagnosis of "erosion of urethral sling". The procedure included excision of vaginal mesh from prior 2009 surgery. Evaluation demonstrated a portion of the sling penetrating the bladder with stone encrusted on the mesh and also demonstrated the mesh with stone encrustment was on the patient's left side.